Manufacturer narrative:
The reporter indicated the lens was partially inserted and the surgeon noticed the defect and did not continue to insert the lens. The lens was pulled back out and the backup lens was implanted. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found the haptics torn. (B)(4).

Event description:
The reporter indicated the surgeon noted a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, was defected when it was being loaded. The lens was not inserted because it did not look right. There was no patient injury and another same model lens was implanted. The surgeon indicated the lens was deformed and was received that way. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.